Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a non-recoverable error 319 occurred on universal surgical manipulator (usm) 1. The tse had the customer perform hard power cycle the patient side cart (psc), but the issue persisted. The tse advised the customer to use another psc if available. The customer elected to proceed with the remaining three usm arms. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator to correct the reported error on arm1. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in the system logs, no faults could be identified that would be consistent with the reported failure. Upon visual inspection, a damaged rolling loop assembly was found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where check all boards was found to be failing on the axis controller carriage (acc), replicating the reported event. The complaint regarding a non-recoverable error was confirmed by failure analysis. The probable root cause of the reported issue can be attributed to a fault of the rolling loop fiber within the affected usm.